Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the bottom during the filling process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was refilling the cartridge for reuse. The customer loaded a new cartridge successfully.